Event description:
Ous MDR. After an implantation period of about 11 months, shock impedance values < 25 ohm were reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular approx. 26.5 cm distal to the is-1 connector pin the insulation was found rubbed through. In this region the coating of the conductor cable to the rv shock coil was damaged. Furthermore approx. 37 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. The coating of all conductor cables were damaged in this area. Both findings can be considered as the root cause of the clinical observation. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces. The proximal insulation damage most likely resulted from interaction with the generator housing. The distal insulation damage was consistent with a crushing type of movement. Due to the location and type of the distal damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. The analysis did not reveal any sign of a material or manufacturing problem.